Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 2.7mm x 23mm, eccentric, de novo target lesion with >45 and <90 degrees bend was located in the moderately tortuous and moderately calcified left circumflex artery. Following pre-dilatation with a 2.5 x 15 balloon catheter, a 2.75 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it was found that the tip of the stent itself was deformed. The procedure was completed with a different device and post-dilatation was performed with a 2.75 x 15 balloon catheter. There were no patient complications and the patient status was stable.